Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During device interrogation, it was discovered that the pacemaker (pm) could not be interrogated. The pm was interrogated with a magnet, but the battery status could not be determined. There were no patient consequences. Further information requested but not received